Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2017-05079. It was reported the patient's lead incision site was open and the lead/anchor was protruding from the site. As such, surgical intervention was undertaken during which one peripheral lead was explanted. There were no signs of infection.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2017-05079. Follow-up identified the patient's erosion has resolved.